Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that the instrument was checked routinely by surgeon prior to use. Stapler head and anvil detached and trocar tip recessed into stapler head by turning adjusting knob clockwise and reopened to advance the trocar tip. During advancement of trocar tip, instrument jammed and was unable to open or close the device anymore. The case was completed with a different instrument of the same batch number. There was no consequence to the pt.